Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter claimed obtaining blood glucose readings that ranged between "310 and 500 mg/dl" with the subject meter performed within 20 minutes of each other. The specific blood glucose results obtained were not provided. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.